Event description:
It was reported that the insulin pump has broken. During troubleshooting, the display is frozen. After inserting new battery, the insulin pump is still frozen, with no advancement of time. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.